Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 450 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully.